Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the available information, the reported failure to grasp leaflets appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported challenging imaging is due to challenging patient anatomy. The reported improper or incorrect procedure or method is due to the user using the cds past the ¿use by¿ date. It should be noted that the mitraclip g4 system instructions for use (IFU), section 23.0 states ¿warning: do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system use of expired, reused, or re-sterilized devices may result in infection.¿ there is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a

Event description:
This will be filed to report use of an expired device. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with tethered leaflets. It was noted imaging was challenging. An xt clip was inserted, but difficulties capturing the leaflets occurred. It was then discovered that the clip was being used past it's expiration date. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4.there was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - use after expiration na.